Event description:
Rayner intraocular lenses limited has received notification of a suspected case of endophthalmitis following the implantation of a c-flex 570c intraocular lens.

Manufacturer narrative:
(B)(4). The physician has provided rayer with the following account of the reported case "patient has glaucoma but is on no drops in this eye since she had a express ceton about 6 months before with iop of about 10, because of the bleb, a ccc was made without scleral tunnel like I usually do, but a 10-0 nylon box suture was placed on the ccc to ensure it sealed and it was removed on pod 1 in the office with sterile needle and jewelers forceps, eye looked good on pod 1 with va of 20/25, dropped to 20/50 with eye pain and 2+ cell and flare on pod 4, was using usual ketorolac qid, ocuflox qid, and prednisilone1% qid, urgent vitreal tap of 0.1 cc and injection of 1 mg vanc and 2.25 mg fortaz done, gram stain plated out--lab stated nothing of gs possibly lab washed sticky drop of vitreous off of slide, lab said culture negative after three days, but pt reported that the eye pain was gone about 6 hours after intravitreal antibiotics and next day aqueous reaction had cleared to a large degree. A review of production records for this batch confirms that all mfg and quality checks were satisfactory and that the lenses released from this batch were all within specifications.